Event description:
Silicone implant calcification and other related problems due to silicone breast implants, chronic fatigue, connective tissue disease, raynaud's disease, memory loss, irritable bowel syndrome, arthritis, arthralgia, cervical spondylosis, balance disturbance, bladder irritation, urinary frequency, fever, burning pains in breast, body rashes, oral ulcers, muscle weakness.